Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2015. 4470 lead, implanted (B)(6)2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. Upon review of histogram, it was noted the threshold was back within limits. The rv lead remains in use. No patient complications have been reported as a result of this event.